Event description:
Missing device from package. It was reported that the customer received a box of 10 powerwands and 3 devices were missing from within the box. No patient injury or involvement were reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: five pictures were submitted by the customer. The photos depicted the shipper box label and the powerwand pouches. From the pictures, it can be observed that the shipper box contained seven pouches. Therefore, customer complaint is confirmed. A device history review was conducted, and no discrepancies were found. The potential root causes could be a deviation from the manufacturing procedure and/or a sampling visual inspection failure. Further investigation was requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. E4 is unknown.